Manufacturer narrative:
Event date: this event occurred within the range of (B)(6) 2021. The lot was manufactured between november 21, 2020 - november 23, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. This was identified during setup and preparation in the pharmacy. There was no patient involvement. No additional information is available.